Event description:
It was reported that a week prior to this report while patient was sleeping in her bed she felt "shock treatment" in right arm and also felt it on the day of the call while sitting in the chair. It was indicated that patient felt shocking or jolting sensation. It was also noted that any time patient had a device issue, patient was coming in for the healthcare provider to check the device. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va04uxd, implanted: (B)(6) 2013, product type: lead. (B)(4).